Manufacturer narrative:
Section d4, h4: additional information investigation information: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The account communicated that the patient suffered with pre-implant right ventricular (rv) dysfunction. Post-implant struggled with rv dysfunction which worsened, and the patient ended up back in the cardiac intensive care unit (cicu) with acute on chronic rv failure and had low flow alarms at the end of his course. The patient expired on (B)(6) 2019 due to rv failure. The heartmate 3 lvad, serial number (B)(6), was not explanted for analysis. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU, document 100168999, rev. A is currently available. Section 1 of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document 10006136, rev. A, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with pre-implant right ventricular (rv) dysfunction. Post-implant struggled with rv dysfunction which worsened and he ended up back in the cardiac intensive care unit (cicu) with acute on chronic rv failure. Patient with acute on chronic rv failure had low flow alarms at the end of his course. Patient passed away on (B)(6) 2019. Left ventricular assist device (lvad) turned off. Lvad working as intended